Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader and no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that their adc device reader was dusty and as a result, the customer was unable to see their glucose results. The customer experienced a seizure however, was able to self-treated with insulin (dose, type unspecified). There was no report of third-party medical intervention. There was no report of death or permanent impairment associated with this event.